Event description:
It was reported via repair work order that the bed had no power. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed had no power. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the bed had no power. Follow-up submitted as further investigation determined the bed would not charge or work when unplugged due to inoperable zoom batteries. This would result in caregiver annoyance as the only bed function that requires the battery is the zoom. The bed can be moved manually by the caregiver and the bed would function when plugged in. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported. This issue is not likely to contribute to or cause serious injury or death if it were to recur.